Manufacturer narrative:
The computer was replaced and this resolved the issue.

Event description:
Surgeon reported after they finished a tracer registration, the system froze. He did a hard shut down and tried again but he could not get back to the navigate phase w/o the system freezing. The system showed the message 'hard disk sectors are corrupt' and kernal panik messages.